Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . No intrasight components were replaced or returned for evaluation, thus no returned product investigation was performed. A field service engineer visited the site and tested the system on 14jul2025. During testing, the system displayed an image and did not produce any faults. The intrasight system passed all testing and was fully functional. The reported event was not duplicated. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during an emergent cardiac case, while attempting post stent placement using ivus, the intrasight system failed to produce an image and issued a catheter fault. A second eagle eye catheter was brought in, but the system again showed a catheter fault. The procedure was completed successfully with an intrasight mobile system with no patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.